Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported complaint for the thermogard displaying error message tcmid:05 (coolant diff failure) was confirmed during event log review but not during the initial functional testing. The root cause was determined to be a faulty pic-16 pc board and temperature sensor likely due to aging. The thermogard console is a reusable device and was manufactured in february 2011 and is almost 9 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and noted no damage upon review. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the customer reported event date. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure) error message. The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence was reported.